Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited an increase in shock impedance measurment over the last year. Approximately six months ago the impedance increased to 160 ohms and then gradually increased over the last three months to greater than 200 ohms when programmed in triad configuration. The lead was reprogrammed coil to can and still yielded high out of range shock impedance measurements of 200 ohms. Boston scientific technical services (ts) was consulted and discussed possible causes of increased shock impedance. The field representative discussed options with the physician, however has not heard any follow up at this time. The product remains in service and no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the right ventricular (rv) lead had a gradual increase in pacing impedance measurements. The impedance increased to greater than 2000 ohms and there was oversensing of noise. A revision procedure was performed where the rv lead was surgically abandoned. During the revision procedure the implantable cardioverter defibrillator (ICD) was also electively explanted as the patient was down graded to a pacemaker. A new rv pacing lead was implanted and no additional adverse patient effects were reported.